Event description:
A surgeon reported that following a shunt implant procedure, there was no flow and filtration of aqueous humor from the anterior chamber, the shunt was implanted under the scleral flap. Thus, the shunt was exchanged. The implanted position might be the cause of the problem because it was the first time the surgeon used the shunt. Add'l info was requested.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 fcr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).